Event description:
Caller states the ibgstar meter was reading higher than other meters. Contour = 121 mg/dl. Aviva = 141 mg/dl. Bgstar meter = 145 mg/dl. Ibgstar meter = 155 mg/dl. Caller says they injected insulin based on the ibgstar reading of 155 mg/dl and went into hypoglycemia.

Manufacturer narrative:
Meter was not returned for evaluation.